Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the autofill calibration was out of specifications. The stm calibrated the iabp unit then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure and the iabp unit was swapped out. There was no patient harm and no adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure and the iabp unit was swapped out. It is unknown if this event occurred prior to use or during use on a patient; however, no patient harm was reported.